Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not displaying any vitals/waveforms. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not displaying patient vital signs. No patient harm was reported. Investigation summary: on 11/14/2021, nihon kohden technical support (nk ts) asked the customer to send pictures of what he was talking about and the errors he was seeing. The pictures sent did not match exactly with the cns or rns application and the exact error messages were unknown. Nk ts then asked the customer what he was monitoring, and he said they were using philips monitors model called x2. Nk ts informed the customer that this was not a nk product and nk products will not monitor third party devices. The customer called back later stating they had incorrectly called nk ts for a third-party product, and this ticket was set to resolved, as it was reported in error, and no further assistance was required. Based on the information reported, nk was unable to confirm the reported issue or to definitively determine a root cause of how the issue occurred. A review of historical data indicates the device, (pu-681ra, serial number (B)(6). (Please note: this device was initially mentioned on the intake form, however the customer did not report an issue with this device), was delivered to the customer on 08/12/2018, the warranty expired on 08/11/2020. This was the only complaint for this device at the same facility in the past (3) three years, found during the review, for this specific issue, which indicates this is an isolated incident.

Event description:
The customer reported that the central nurse's station (cns) was not displaying patient vital signs. No harm or injury was reported.